Event description:
Drive medical was notified of an incident involving a rollator by the end user who reported that the handle sheared off during use. As a result of the reported handle failure, the end user fell to the ground and sustained a fractured femur. The end user was taken by ambulance to the hospital where he required surgery. As part of its complaint review and evaluation process, drive medical will also notify the manufacturer of the product about this complaint.